Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc) at maximum outputs. During interrogation of the pacemaker with a programmer, a message kept popping up on the programmer screen that indicated the device was in magnet mode, however, a paced rate of 70 beats per minute (bpm) was observed, however, does not represent a valid magnet rate. Throughout the device check, the magnet mode message intermittently appeared on the programmer screen. Review of device histograms showed an atrial paced rate at 90 bpm, which represented a valid magnet rate; however, the paced rate of 90 bpm did not appear on the rv channel. A copy of device memory was received for analysis. Analysis of device memory did not show the presence of a magnet at the time the device memory was obtained. Further review of device memory noted no resets or device memory anomalies. The device was noted to have reached elective replacement near (ern), which, will result in pacing at 90 bpm when a magnet is placed over the device. The estimated device longevity was noted to be about 6 months based on the high rv outputs. An x-ray was taken and noted no visible lead anomalies and rv sensing and impedance measurements were noted to be stable. The root cause of the reported clinical observations was not determined. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.